Event description:
Event description guidant received information that during the implant procedure, this pacemaker's atrial distal setscrew would not tighten with the use of a #2 wrench, a bi-directional torque wrench, and then a non-torque wrench. Due to this observation, the device was removed and successfully replaced.